Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. Attachment: medwatch report.

Event description:
User facility report medwatch mw5164425 report received that states, "perclose proglide sheath suture medicated closure systems did not function properly, requiring cutdown to right groin to close." It was stated as a health effect an unspecified tissue injury occurred.

Manufacturer narrative:
The device was not returned for analysis. Production record review was performed and revealed no indication of a product quality issue. A review of the corrective and preventive actions (CAPA) review was not performed because a specific failure mode for this complaint was not provided. Additionally, a review of the complaint history was not performed as a similarity could not be determined. Based on the information provided, a definitive cause for the reported unspecified failure mode could not be determined. The treatment appears to be related to circumstances of the procedure. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Subsequent to the initially filed report, the following information was received: it was reported that this was a closure of a right common femoral artery using a proglide device after an interventional transcatheter aortic valve replacement (tavr) procedure with a 6f sheath. Reportedly, the suture was not hemostatic. A cut down was performed. Vessel damage was observed. Suturing was done to treat the vessel damage. A purse string suture technique was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.